Event description:
Boston scientific received info that after this right ventricular (rv) lead was successfully implanted - followed by normal measurements - the pt went into respiratory arrest. Despite rescue efforts including manual and automatic ventilation, the pt died. The cause of death is unk.

Manufacturer narrative:
No additional info is available at this time. When additional info becomes available the event will be updated and an updated report will be submitted.